Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacturer reference number: 2017865-2023-47163. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the anatomy was difficult to navigate, and it took many attempts to cross the tricuspid valve into the right ventricle. Once in the ventricle, the patient's blood pressure dropped, and an echo was ordered. The echo revealed a pericardial effusion and perforation. A pericardiocentesis was completed and the bleeding eventually stopped. Once the lp was removed, it was observed the helix was deformed. The patient was transferred to the intensive care unit where they were reported stable.